Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/02/2015 with the following findings: there were pump reboots observed in the black box to support power loss. There was moisture observed in the battery compartment. The leak test was performed and there was a battery compartment leak. The pump case was opened and there was no evidence of further moisture observed. The battery cap did not tighten securely onto the pump and was not able to maintain electrical connection. There was a crack along the battery compartment threads. The battery cap threads were damaged. Test battery cap was used for 24 hour testing and there was no power interruption. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture/corrosion inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.